Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had recorded a number of episodes with occasional oversensing and undersensing noted during the episodes. The device was also at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.